Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported waking up feeling unusually thirsty and had a strong urge to drink water. Initially, the cgm readings appeared normal; however, despite not consuming carbohydrates or getting out of bed, the patient began feeling unwell. Symptoms progressed to excessive thirst, frequent vomiting, and temporary vision loss lasting approximately two hours. During the event, the cgm initially displayed ¿low¿ and later increased to approximately 385 mg/dl. The patient was unable to recall the timeframe between these readings. During the same period, an fsbg measurement displayed ¿high,¿ indicating a glucose value above the meter¿s measurable range. The patient reported no treatment or corrective actions taken between the cgm readings and the fsbg result. Due to worsening symptoms, the patient's girlfriend transported him to the emergency department (ed). Upon evaluation, a blood glucose measurement obtained at the hospital was 1120 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and received intravenous (IV) fluids and IV insulin therapy. The patient remained hospitalized from (B)(6) 2025 through (B)(6) 2025 for monitoring and treatment. The patient declined to provide additional details regarding the event and stated that the incident had not been reported earlier because he had forgotten about it. At the time of the report, the patient recalled the event and wanted to report it. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. At the ed, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.